Event description:
A user facility clinical manager (cm) reported that a combiset defect resulted in patient blood loss during a hemodialysis (hd) treatment. Approximately two to three hours into treatment, the machine started alarming with an arterial pressure alarm. The staff initially thought there was clotting in the arterial chamber, but they checked and found no evidence of clotting. They reset the alarm and continued the treatment. Shortly thereafter, the arterial pressure alarm went off again. Upon further inspection they noticed that the bloodline was ¿flattened¿ in the blood pump (as opposed to tubular), effectively blocking the flow of blood. The treatment was stopped and blood from the arterial side of the circuit was returned. The staff could not return the venous side. Estimated blood loss (ebl) was approximately 100ml. The cm confirmed the bloodlines were inspected prior to use, and no damage or defects were noted at that time. There were no known issues during the prime. The cm confirmed there was nothing wrong with the machine, and the machine was not pulled for evaluation. The patient did not get re-setup with new supplies and declined further treatment. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset defect resulted in patient blood loss during a hemodialysis (hd) treatment. Approximately two to three hours into treatment, the machine started alarming with an arterial pressure alarm. The staff initially thought there was clotting in the arterial chamber, but they checked and found no evidence of clotting. They reset the alarm and continued the treatment. Shortly thereafter, the arterial pressure alarm went off again. Upon further inspection they noticed that the bloodline was ¿flattened¿ in the blood pump (as opposed to tubular), effectively blocking the flow of blood. The treatment was stopped and blood from the arterial side of the circuit was returned. The staff could not return the venous side. Estimated blood loss (ebl) was approximately 100ml. The cm confirmed the bloodlines were inspected prior to use, and no damage or defects were noted at that time. There were no known issues during the prime. The cm confirmed there was nothing wrong with the machine, and the machine was not pulled for evaluation. The patient did not get re-setup with new supplies and declined further treatment. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.